Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary hip on (B)(6) 2017. The patient fell and came in complaining of pain due to fracture. After the first revision surgery, the patient complained of instability due to length. On 21 july 2017 the medical affairs director performed a clinical evaluation based on the available pictures and commented as follows: one week after revision surgery due to traumatic fracture, the patient was complaining about instability. The radiographic image provided shows the dislocation of the femoral head from the liner. During revision the femoral head was replaced with the aim to restore the leg length. The reason of this event cannot be determined on the basis of available information. Normally, hip dislocation is due either to suboptimal orientation of the components or to insufficient soft tissue tension. The latter seems to be a more probable cause in this case, but it cannot be proven. Batch review performed on 25 july 2017. (B)(4).

Event description:
The patient complained of instability due to length. The surgeon replaced the ceramic head to restore the length. The surgery was completed successfully. X-rays are available; explants are not available.